Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015. Customer's blood glucose was 100 mg/dl but when the paramedics came to her home, her blood glucose was 40 mg/dl. Customer went to bed with a blood glucose over 300 mg/dl and she did not give insulin. Customer then woke up in the emergency room. Customer stated that her blood glucose has been high all day even with giving insulin. Customer stated that the doctor think sit may have been caused by stacked insulin. The doctor checked the settings and no changes were made.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.